Event description:
It was reported that patient came to the hospital with the fluid leakage around the injection site when flushed with saline. The PICC was extracted. Extracted PICC was flushed by hcps and two holes in catheter body were discovered. Fortunately, neither the patient nor the hcps was harmed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed a powerpicc being infused. The catheter shaft is seen to have two leaking sites, one is a visible split, while the other is not visible in the video. Evidence of use but no biological residue is observed on the sample. Although a split is observed, no details or distinguishing features of the damage can be discerned from the sample in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient came to the hospital with the fluid leakage around the injection site when flushed with saline. The PICC was extracted. Extracted PICC was flushed by hcps and two holes in catheter body were discovered. Fortunately, neither the patient nor the hcps was harmed. No other information was provided.